Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's displayed a "error 900" and the defib output was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The reported malfunction of "defib fault 95" was observed during review of the clinical files. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The pace/defib engine was replaced as a precaution. The reported malfunction of defib output out of specification was duplicated when used with the returned paddle set. The customer received a replacement paddle set to resolve the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's displayed a "defib fault 95" and the defib output was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.